Manufacturer narrative:
(B)(4). It was confirmed a new evacuated container was used after initial disconnection. There was about 300cc blood flow that initially went in the new container. The evacuated container was positioned below the patient during the procedure. Immediately after the reported incident occurred, the patient's blood pressure (bp) increased and the patient was very anxious. This situation was never observed before. The phlebotomy procedure is performed in the infusion center approximately 5 times a week and it is common to see a drop in blood pressure during the phlebotomy procedure. The facility had been using this product for years and had a written policy for use of this product and how to perform this procedure.

Event description:
While using a baxter 500 ml evacuated container with a non-baxter thoracentesis set during a phlebotomy for a hemochrotosis, it was reported that a patient experienced feeling faint, anxiety, chest pains, left arm discomfort, change in vital signs, left ventricular hypertrophy, st and t wave changes and signs of inferior myocardial infarction and a diffuse global ischemia pattern shortly after a disconnection and replacement of the 500 ml evacuated container and non-baxter thoracentesis set. During set-up for the procedure, the nurse had difficulty spiking the first evacuated container so a second evacuated container was obtained and used. The intravenous (IV) line was inserted in the antecubital vein and the procedure was started. After obtaining about 300 cc of blood, it was reported that the non-baxter thoracentesis set spontaneously disconnected from the evacuated container. New tubing was spiked to a new container and the procedure was restarted. After restarting the procedure, the patient complained of feeling faint and discomfort in the upper left arm. The flow of blood was noted to be in reverse, going from the phlebotomy bottle back into the patient. The tubing was immediately clamped off. At this time, 15 centimeters (cm) of blood was observed in the tubing. The patient's chair was reclined and the patient's feet were elevated. The patient experienced feeling anxious and chest pains. The patient continued to report discomfort in the left arm. The patient was given oxygen at 2 l/min. The patient was then transferred to the emergency room (ER) for further evaluation and treated with IV saline and aspirin. The patient was admitted to the hospital for further observation and ordered a cardiac consultation. The cardiac issues resolved without further intervention and the patient was considered recovered and discharged from the hospital the next day. It was discussed with the risk manager that using evacuated containers for therapeutic phlebotomy is not recommended.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. A formal label review was performed and determined the instructions for were easily accessible to users and the instructions are accurate and sufficient.

Manufacturer narrative:
(B)(4). The medwatch from the facility was (B)(4) and has been attached to this emdr. The lot number of the evacuated container in use was reported to be 61904885 but this is not a valid lot number. A 510(k) number will not be provided in the emdr as the product was manufactured pre-amendment. A follow-up report will be submitted if relevant additional information becomes available.

Manufacturer narrative:
(B)(4). It was not confirmed if the patient actually experienced a myocardial infarction (mi). The patient experienced electrocardiography (EKG) changes only and therefore was admitted to the hospital for further evaluation. It was reported that the product was used for phlebotomy, when it was intended for thoracentesis. A follow-up MDR will be submitted if additional relevant information is obtained.